Event description:
It was reported by the sales rep that during a procedure, the doctor was using the handpiece and the blade started to wobble; the doctor asked the tech why the blade was wobbling. The doctor handed the tech the saw to take a look at it and with the blade aimed towards the tech, the tech pulled the trigger and the blade flew out and hit the tech in the neck. The tech was not injured by the blade in any way. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
As of 08/20/2009, the handpiece has not been returned for evaluation. The root cause for this issue is most likely incorrect installation of the blade.